Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by a patient who had called about MRI eligibility that their first device used to zap them. When patient services asked the patient  what they mean, they said "you know when you put your tongue to a battery. That is what it feels like." Patient services asked the patient when they noticed it starting to zap them and the patient stated that they didn't remember but reported that they had gotten this system that had been giving them issues  replaced with a new implanted system. The patient noted that their managing doctor had retired but that there was doctor at that clinic that had taken over. No further complications were reported at this time.